Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon visual inspection, engineering observed separation of the conductive pad from the jaws in addition to presence of adhered tissue on the device jaws. Engineering was able to replicate the sticking observed in the event by activating the device on porcine mesentery. Upon further inspection, engineering found that the conductive stops sunk. Similar incidents have shown that the separation of the conductive pads and the sinking of the conductive stops can result in increased tissue adherence. Clinical factors, such as procedure or tissue type, can also contribute to tissue adherence with electrosurgical devices. The root cause of the event is due to the separation of the conductive pad from the jaws and the sinking of the conductive stops. Applied medical continuously seeks to improve the form, function, and ease of use of its products. As part of this continuous process, applied medical is researching additional device enhancements intended to further minimize the potential for tissue adherence to occur. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary to ensure the performance and safety of the products. Additional information requested and received. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
(B)(4). The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Laryngectomy - "product was fired approximately 80 times. Toward the end of the case the surgeon complained of the jaws getting clogged up with tissue and was sticking to the tissue after the seal. Nurse tried repeatedly to clean the jaws but found it very difficult to clean jaws off durin the case even when using a wet 4x4. Surgeon made the comment that product worked fine for the first hour but was concerned with it durability over long period of time with a large volume of fires." Patient status - fine.